Event description:
It was reported that a loss of capture on the left ventricular (lv) lead was observed. An x-ray was performed and found that the lv lead had dislodged. The lv lead was explanted. There were no adverse health consequences, the patient was stable.